Manufacturer narrative:
Through follow-up it was learned that the amo device is not a suspect in this event. Information was received that after the physician had switch patient's to durazol early in their postop, there was a rapid resolution with patient's issues. The physician has some concerns with the sandoz manufactured pred acetate that is causing these issues. The postop result for this event is presumably related to patient's postop steroid drops. Furthermore, the following product information was received: model# zxr00, catalog# zxr00u0240, serial# (B)(4), and expiration date: 6/26/2021, UDI # (B)(4). Manufacturing date: 6/26/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symfony intraocular lens was explanted due to an unexpected post-op refraction of -2.0 diopter. Noted, refractive miss (targeted plano, achieved -2 diopter). Patient had general quality of vision complaints, thought to be from the cornea (due to drops). The symfony lens was replaced with a zct150. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/01/2016. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. The returned lens was tested for dioptric power. Considering the condition of the lens, the results should be considered as an indicative measurement only. Both pieces were measured resulting in two values. Both values are within the inline tolerance limits. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.